Event description:
Quality issue - contamination. Physical contamination observed inside a "sterile" tray of 10ml bd syringes. The tray was opened inside an iso class 5 area. Dates of use: (B)(6) 2013,